Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient's previous implantable neurostimulator (ins) went into an overdischarge state. It was reported that the patient didn't want to go through the trouble of recharging the device, so they had it replaced. No patient symptoms were reported. Indications for use are spinal pain and failed back surgery syndrome.